Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested but ventilator logs were provided from the user facility. However, due to continuous use after the event, the registrations from the actual event date were overwritten in the event log. The reported high tidal volume could therefore not be confirmed. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction. The root cause of the reported event has not been determined.

Event description:
It was reported that while the patient was ventilator therapy in the on pressure support (ps)/CPAP (continuous positive airway pressure) mode of ventilation the patient was receiving tidal volumes of 40 ml instead of the target 20 ml. The mode of ventilation was changed to volume control to avoid these higher tidal volumes that were not being tolerated by the patient. The mode of ventilation was changed back to pressure support with a slightly smaller pressure level and the patient was still receiving tidal volumes of 20 ml. It was also noted that the patient had an audible air leak around the et tube but no notable leak was seen on the ventilator. The rt was unsure whether the leakage compensation or circuit compliance symbols were present. The patient was stable during the investigation of settings. There was no patient harm. (B)(4).